Event description:
It was reported, that during a cryo ablation procedure. The balloon catheter shaft was bent in an s-shape, when pressed against the pulmonary veins and the flow could not be maintained. It was also reported, that there was occlusion difficulties. Force was applied to press down, which resolved the occlusion issue. The case was completed with cryo. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files, an image file, and the 990063-020 mapping catheter, with lot number#: 228499652 were returned and analyzed. No patient files and no failure files were received. One image file was attached, showing a mapping catheter inserted inside of a balloon catheter. The lot and serial numbers were not visible. Visual inspection of the loop segment area showed, the loop was intact with no apparent issues. No damage was observed, along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed, the pebax tubing was intact with no apparent issues. No damage was observed, along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode showed, the electrode was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed, that the shaft was kinked approximately 12.5 inches from the lemo connector. Visual inspection of the introducer showed, the introducer was intact with no apparent issues. No damage or any other issue was observed, along with the introducer. Visual inspection of the lemo connector showed, that the inserter was detached from the lemo connector. In conclusion, the mapping catheter failed the returned product inspection, due to a kink/twist observed, on the shaft. And the connector insert was detached from the lemo connector. Continuation of d10: product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.